Event description:
It was reported that a ventilator generated a blank "status display" screen whilt the ventilator was in patient use. The ventilator was not changed out nor was there any reported patient harm. The breath delivery was reported to be unaffected. Please note this was not the graphic user interface (gui) display, but the secondary screen. When the ventilator was next powered up on the following day, it was reported that the screen had resumed normal function. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).